Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service and repair center. Per service report, the reported failure of the device failure broken 2+ pieces was not verified. Hence, this complaint cannot be confirmed. However, upon inspecting the device, further deficiencies were found to be impairing the device function. The following activities were performed: objective window damaged, replaced, optics damaged, replaced. The root cause of the reported failure is undetermined as the failure was not confirmed. However, the root cause of the deficiencies found can be attributed to user misue. It is possible that the device could have been dropped, resulting in the damaged components found during evaluation. The defective components have been repaired and the device restored to specification and is now fully functional. Furthermore, per qlik query executed, no non-conformances were identified for this part (242018) with the serial number (B)(4) combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by the affiliate via phone that the hd ep scope 4.0 needs service as the device is broken.